Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded noise over sensing, leading to inappropriate atrial tachy response events. Various reprogramming and procedural suggestions were discussed for this ICD that remains in service. No adverse patient effects were reported.